Manufacturer narrative:
The UDI not provided as the part and lot number was not reported. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, the causes for the reported death could not be determined. The patient effect death is listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: ¿"comparison of outcomes of transcatheter mitral valve repair (mitraclip) in patients <80 years versus =80 years".

Event description:
This is filed to report death. It was reported through a research article identifying mitraclips that may be related to: death. Specific patient information is documented as unknown. Details are listed in the article, titled, "comparison of outcomes of transcatheter mitral valve repair (mitraclip) in patients <80 years versus =80 years". No additional information was provided.